Event description:
During laser lithotripsy the empower laser fiber wire snapped. It broke at the entry point of the flexible ureteroscope. Another fiber wire was supplied and the exact event happened at the same point of entry. It was noticed that both fiber wires were the same reference and lot number. A third laser fiber wire was supplied that was the same 200 series but a different reference and lot number. It did not snap though it was noticed that the fiber wire was not lighting up with the green beam at the end of the fiber as it should. Charge rn notified that all 200 series wires will be gone through and any with the same reference and lot number as the defective fibers and will be placed in material bin with a note as to why. The effected wires from this event were sent to clinical engineering and examined under a microscope. The laser fibers will be returned to the manufacturer.